Event description:
It was reported that during a coronary stent procedure of a pre dilated svg to a diagonal lesion, crossing difficulties were encountered. The physician was unable to cross around a sharp bend. While attempting to pull back to the guide catheter, the stent dislodged in the proximal portion of the svg. A balloon catheter was used to deploy the stent where it dislodged. The target lesion was successfully stented. No pt injuries or complications were reported.